Manufacturer narrative:
Findings: pump was received with error alarm after battery change and reset time/date due to broken solder joint. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.